Event description:
The core impaction drill was sent for service and it overheated during failure analysis. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage to the internal components was identified as the probable cause of the device overheating.